Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, that the customer experienced an issue with the matching grip function on the master tool manipulator left (mtml), which was identified as impossible to follow prior to taking control of an instrument. The customer proceeded to use the second surgeon side console available in the operating room, allowing the procedure to continue robotically as planned with a delay of less than 15 minutes and no harm to the patient. The system error logs indicated a class 0 error. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the master tool manipulator (mtm) was installed onto a known good system where the error was triggered indicating fault on the axis 8 replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the axis 8. Once testing was completed, lever springs were tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to a loose lever spring in the mtm.

Event description:
Refer to h11 for follow-up information.